Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for elevated blood glucose (bg) over 600mg/dl with vomiting, nausea, shortness of breath, and diabetic ketoacidosis. The patient reportedly discontinued insulin pump therapy at the time of the alleged bg excursion was treated with intravenous fluids. During troubleshooting, it was noted that the pump had emitted an "auto off" alarm. A review of the pump history indicated that the "auto off" alarm was functioning as programmed. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with use error; inadequate response to an appropriately emitted alarm was determined to be the cause of the alleged incident.